Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked from the injection port. The following information was provided by the initial reporter: "the supplied plug for the venflon leaks, in the middle of the plug."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 10-may-2022. H6: investigation summary: one used contaminated end cap returned in the unit package of batch 1274661 was received by our quality team for evaluation. The returned used end cap belongs to cavity #49. The end cap was subjected to visual inspection. A sink mark was observed on the end cap and a through hole was observed on the luer cone tip. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue. CAPA#4710247 was initiated to address the issue. H3 other text : see h10.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked from the injection port. The following information was provided by the initial reporter: "the supplied plug for the venflon leaks, in the middle of the plug. "